Manufacturer narrative:
As reported, only part of the polyethylene glycol (peg) of a 6-12f mynx control venous vascular closure device (vcd) had deployed correctly while the other part stayed attached to the device. The site had immediate hemostasis. An additional 10 minutes of manual holding was applied. There was no patient injury. The device was being used in an "affara" ablation. The physician deployed three mynx devices. The top site was the right femoral vein where a 9f avanti sheath was used. Everything looked great during the deployment but when the balloon was deflated and button 2 was pressed, the device was removed there was still peg sealant hanging on to and around the mynx device. An antegrade approach was used during the procedure. The deployer was mynx certified. There was nothing abnormal noted at the femoral puncture site, and the vessel diameter was verified to be greater than or equal to 5 mm. The sealant was deployed completely at the site and not out of the skin. Part of the sealant appeared to stick to the device. The device storage temperature was known to have exceeded 25 °c. Button #1 and button #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during device use. One non-sterile mynx control venous closure device was returned for investigation. Additionally, five pictures related to the reported malfunction of the product ¿mynx control venous vcd¿ were attached to this complaint file. In the first image, the distal section of a mynx control venous device is shown. The device appears to be deployed, with the balloon fully retracted into the tamp tube. The sealant is attached to the proximal section of the atraumatic tip and is saturated with blood. The second image shows three mynx control venous devices deployed, each with the balloon fully retracted into the tamp tube; the third device (from left to right) displays the sealant attached to the proximal section of the atraumatic tip. The third and fourth images show the distal section of a single mynx control venous device. The device is deployed, with the balloon completely retracted into the tamp tube, and the sealant attached to the proximal section of the atraumatic tip, again saturated with blood. The fifth image shows the distal section of a mynx control device placed above a plastic bag. The device is deployed, with the balloon fully retracted into the tamp tube, and the sealant is hanging by a thread from the proximal section of the atraumatic tip, which appears saturated with blood. No additional notable details were observed in the provided images. Visual inspection of the returned device showed that button 1 was fully depressed, while button 2 was not depressed. The stopcock was open, and no syringe was returned for evaluation. The sealant was not returned for analysis. The sealant sleeves presented no abnormalities and were retracted as expected, given the fully depressed state of button 1. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, the core wire was present, and the atraumatic tip showed no damage or abnormal condition. According to the evidence provided by the decontamination laboratory, the balloon was already retracted prior to the sterilization process. Therefore, it was concluded that the decontamination procedure caused the balloon position to reset. A simulated deployment test could not be performed, as the unit was returned without a sealant for evaluation. However, button 2 was depressed, and the expected balloon retraction was achieved without issue, confirming proper functionality of the retraction mechanism. The reported event of ¿sealant-inaccurate placement-partial¿ was observed through analysis of the pictures received as the sealant was visualized attached the atraumatic tip. However, the event was not observed through analysis of the returned device as the sealant was not received. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and picture/product analysis, it is not possible to determine the factors that may have contributed to the issue experienced during the procedure, as the condition of the returned device was altered during the decontamination process. Review of the pictures provided by the customer and those taken at the decontamination site showed the balloon retracted into the tamp tube of the mynx control venous device. However, when the device was received by the product analysis laboratory, button 2 was not depressed and the balloon was not retracted. As a result, the degree of balloon retraction and button 2 depression could not be verified, and confirmation of full balloon retraction prior to device removal could not be performed. However, it is possible that procedural/handling factors contributed to the issue experienced. Per the mynx control venous instructions for use (IFU), which is not a mitigation, step 3: remove device states, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, picture analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, only part of the peg of a 6-12f mynx control venous vascular closure device (vcd) had deployed correctly while the other part stayed attached to the device. The site had immediate hemostasis. An additional 10 minutes of manual holding was applied. There was no patient injury. The device was being used in an "affara" ablation. The physician deployed three mynx devices. The top site was the right femoral vein where a 9f avanti sheath was used. Everything looked great during the deployment but when the balloon was deflated and button 2 was pressed, the device was removed there was still peg sealant hanging on to and around the mynx device. An antegrade approach was used during the procedure. The deployer was mynx certified. There was nothing abnormal noted at the femoral puncture site, and the vessel diameter was verified to be greater than or equal to 5 mm. The sealant was deployed completely at the site and not out of the skin. Part of the sealant appeared to stick to the device. The device storage temperature was known to have exceeded 25 °c. Button #1 and button #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during device use. A photograph was provided for evaluation and the device will be returned for evaluation.